Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Healthcare professional confirmed baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Patient later reported capsular contracture baker grade ii or iii. Healthcare professional later confirmed baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on september 13, 2024, with lot number 3608142. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device has been explanted.